Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient has experienced an allergic reaction. Their symptoms consisted of swollen gums and pain. The patient did not experience this until they started clear aligners. Patient was advised to seek medical attention but refused. Aligner treatment stopped. Since stopping aligner wear the swelling has gone down.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.